Event description:
The customer reported that the ventilator alarmed with battery failure error. The customer reported that the battery does not charge. The customer reported there was no patient involvement.